Event description:
It was reported that pump displayed cartridge change error and caller was unable to load cartridge from specific lot number. There was no adverse impact to the customer¿s blood glucose level. Caller successfully loaded different cartridge and resumed insulin before contacting support, and technical support advised caller to contact support while issue was occurring for troubleshooting, which caller acknowledged and understood.